Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are one additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received at the investigation site in its outer blister and covered with the tyvek lid foil showing the lot information. The inner blister, which offers protection during shipment, was not used. The metal tube of the instrument is severely bent. This is probably because of transport damage. The instrument was provided in a closed state. There are no clear signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. It was noticed that there were rusty spots. The scissor blades broke off during the process of cleaning. Therefore, the sample evaluation could not be performed completely. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during vitreo retinal surgery an ophthalmic scissors unable to perform the cutting function, not opening and closing consistently. The surgery was completed on the same day. No patient impact was reported.

Manufacturer narrative:
Corrected information was provided in sections h.6. The manufacturer internal reference number is: (B)(4).